Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause as follows: e102 stands for an error that the main lamp of the light source goes out. The error message e102 is displayed when the lamp fails to light due to the lamp¿s life limit. It is likely that this event was caused by the error due to the lamp¿s life limit because the accumulation time of the use of the lamp was over 500 hours.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a conclusive root cause was not determined. To resolve the issue, the user facility was advised by olympus technical support to replace the lamp.

Event description:
A user facility reported to olympus that their olympus, clv-190, evis exera iii xenon light source, generated an "e102 lamp gone out" error. There was no patient involvement and no injury or harm, associated with the problem, reported to olympus.